Manufacturer narrative:
The device was returned due to patient deceased. The device was tested on the bench and no anomalies were found. Analysis was normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-15188, 2017865-2019-15189. It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the pacemaker, right atrial lead, or right ventricular lead. It was reported that the cause of death was unknown.